Event description:
The customer contact reported the device alarmed with a s205 (backup battery) malfunction alarm code. The device was returned to the biomedical department from the nicu (neonatal intensive care unit) with a report of battery failure during programming. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a s205 (backup batter) malfunction alarm code. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device displayed a s205 (backup battery) malfunction alarm code. As indicated in section 7, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.